Manufacturer narrative:
The technician replaced the brake casters and then found that the brake steer caster also needed to be replaced. The brake steer caster is on order. No further info is available on the repair of the bed at this time.

Event description:
Technician alleged that the brake casters are ratcheting while in the brake mode. No pt impact.